Event description:
According to the physician, post procedure at an unknown date, the patient had minor erosion. In (B)(6) 2011 the physician surgically removed granulated tissue and loosely approximated it. Post removal procedure in 2011, there was no more erosion but the patient did complain of urgency and was referred to a urologist. The patient was last seen in (B)(6) 2011 and was doing well. She did have some bladder irritability and again the doctor referred her to a urologist. All other information is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system on an unknown date. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.